Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 23 cm distal to the is-1 connector pin. All fragments were received for analysis and visually and electrically analyzed. The visual inspection showed several cuts in the insulation and deformations of the shock coil. It is reasonable to assume, that these damages most likely resulted from the extraction procedure. In addition, abrasion marks were found along the lead body. However, the insulation was intact in these areas. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 110 months, an increased rv threshold was reported. During replacement procedure the stylet could not be inserted into the lead.